Event description:
Lmt received this device for repair and discovered that it had failed during therapy. Enquiries with the users revealed that the device triggered an alarm when an external battery was connected and switched off after some time. It was also reported that no patient, user or third party was harmed by the defect.